Manufacturer narrative:
The actual hand piece device was received and evaluated. Reliability engineering completed an evaluation and could not confirm the reported condition. Testing was performed and the complaint was not duplicated. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that the hand piece device "is leaking air." The reporter stated that the event was discovered during pre-testing. The reporter confirmed that the scheduled surgical procedure was completed without delay, as a spare device was available. There was no patient harm or adverse outcome alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.